Manufacturer narrative:
H3: device evaluation: the lens was returned with liquid in a vial. Visual inspection found no visible damage to the lens. Additional information: b1: changed to adverse event. B2: changed to - required intervention to prevent permanent/impairment damage. B5: the reporter indicated that a 13.2mm tmicl13.2 implantable collamer lens, -12.0/+2.5/091 (sphere/cylinder/axis) was implanted into the patient's right (od) eye. The lens was explanted on an unknown date. The surgeon reports 300% vault, unexpected refractive outcome, and headache. H6: 4627 - device explantation. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H3 - device evaluation: the lens was returned with liquid in a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be wtithin specifications. The functional inspection found the lens to be out of specifications; the cylinder was out of tolerance by 0.26d. Claim#: (B)(4).

Manufacturer narrative:
Sex, weight, ethnicity, race-unk. Date of event-unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm tmicl13.2 implantable collamer lens, -12.0/+2.5/091 (sphere/cylinder/axis) was implanted into the patient's right (od) eye. The surgeon reports 300% vault, unexpected refractive outcome, and headache.